Manufacturer narrative:
(B)(4).

Event description:
Revision surgery due to pain, metallosis and elevated metal ion levels scheduled. Indication implantation: severe coxarthrosis after a previous bilateral epiphysiolysis. It has not been confirmed if the revision has been performed yet.

Event description:
It has been confirmed that a revision has been performed due to pain. The date of revision is unknown. The explanted devices will not become available for investigation since they have been disposed at the hospital.